Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device developed a fluid leak and was unable to be pumped. During the replacement surgery, the physician saw the fluid leak was from a hole in the reservoir tubing. The ipp device was explanted, and a new ipp device was implanted. There were no patient complications.